Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this tachy lead was part of a system revision due to infection and erosion. As per additional information, the patient¿s wound had opened, hence, the extraction of the system was scheduled. There were no additional adverse patient effects reported. The tachy lead was explanted.